Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level over 600 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin, anti-nausea medication and tylenol to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.